Event description:
It was reported that, one day post-implant, the right atrial (ra) lead possibly dislodged and appeared to be capturing in the ventricular. Repositioning of the lead was planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.